Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 600 mg/dl, 570 mg/dl, and 440 mg/dl; the three readings were taken on three different meters. The customer treated via insulin pump bolus. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.